Manufacturer narrative:
Batch review performed on 27 october 2020. Lot 187263: (B)(4) items manufactured and released on 13-nov-2018. Expiration date: 2023-10-23. No anomalies found related to the problem. To date, 26 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 14 days after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.